Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving morphine (10mg/ml at 1mg/day) via intrathecal drug delivery pump. The indication for use was noted as chronic low back pain and spinal pain. It was reported that the patient was implanted on (B)(6) 2018. When they interrogated the pump, there was no pending alarms. They were able to update the pump just fine and the patient went home fine. The patient had heard the critical alarm from (B)(6) 2018 until (B)(6) 2018. The pump was interrogated with logs using the tablet. The manufacturer representative was not seeing an alert pop up screen. According to the logs, he was seeing "reset occurred." He was not seeing the option to silence the alarms in the home screen. The 8840 clinician programmer was used to interrogate the pump with logs as well. They were not seeing an alert tab either on the 8840, however, they were seeing the "silence alarm" in the alarms tab. In the 8840 logs, the manufacturer representative saw "reset watchdog" occurred. The pump was in normal rate, not minimum rate. The alarm was silenced and the pump was updated. No symptoms were reported. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the manufacturer representative was using the latest version of the application software. They had "no idea" of the cause of the watchdog reset and the cause of the programmer not showing alerts was not determined. There were no further complications reported at this time.